Manufacturer narrative:
(B)(4). Batch p5523m. Investigation summary: the analysis results found that a pve35a device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; the damaged was confirmed to be a dent. The sterility was not compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Device history lot - a manufacturing record evaluation was performed for the finished device lot p9139r number, and no non-conformances were identified. Device history batch - a manufacturing record evaluation was performed for the finished device batch p5523m number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during pre-op to an unknown procedure, the white box was opened and the device was pulled out and the inner sterile packaging was noticed that the adhesive looked like it had come undone exposing the device and making it unsterile. Case completed with another device of the same product code. There were no patient consequences reported.